Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post radio frequency ablation procedure, the patient experienced dysphagia twice and it was considered to be an esophageal stenosis. Esophageal dilation was required scheduled on a different day. The size of esophageal measured as 25mm in 24-32cm, 18mm in 20cm. So they conducted a radio frequency ablation in 26-32 cm using barrx-360 25mm, then exited the measuring balloon, conducted rfa ablation in 20-26 cm using barrx-360 18mm. Each ablation catheter was ablated twice, so it was ablated four times. Endoscopy has been performed prior to catheter intubation and found no varices, esophagitis, only the esophageal size was 18mm in the section of 20cm after measured by the balloon catheter. There was nothing unusual about the procedure, no device malfunction was noticed. When esophageal dilation was performed, they noted that the stenosis area on the esophageal was 25 cm. They then inserted the dilation guide wire, but the 9.9mm endoscopy could not go across the stenosis area. They used a 7mm bougie (a thin and flexible surgical instrument) and tried to insert the 9 mm endoscopy to have another dilation, but the endoscopy can not go cross. The patient will come back again for another dilation using the smallest size of endoscopy. Currently, the patient was in good condition and has a high compliance for having follow- up visit. The patient was also advised to have a liquid or semi-liquid food. The catheters used during the first primary radio frequency ablation will be returned for investigation. The patient returned for another esophageal dilation and endoscopic report screenshot was provided for review. Physician used ultrafine endoscopic and observed it¿s flat on the stenosis area and no other redness or hyperplastic lesions. They performed esophageal dilation by bougie 7, 9, and 11mm, enter endoscope and observed part of mucosa tear and slight bleeding. After that, they washed and make sure there was no active bleeding. The patient was advised to come back again for another dilation. Currently, the patient is in good condition.